Manufacturer narrative:
The device was returned for analysis. The malposition of the device was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, based on the information provided it is likely the insertion depth was not adequate when deployment was made. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using two prostyle devices via an 8f sheath hole after an ablation procedure. Reportedly, with the first device, a cuff miss occurred as the suture was not attached to the needle. With the second device, the knot came out as the suture may not have captured the vessel. A third new prostyle device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.